Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found wear and tear, contamination on exterior of device. An internal visual inspection was completed by the manufacturer. The manufacturer found several small clumps of fiber contamination in airpath and non-airpath portions of the interior to the device. The device's downloaded event log was reviewed by the manufacturer and found three instances of error code e-53. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The maufacturer confirmed the presence fiber contamination in airpath and non-airpath portions of the interior to the device. In the initial report clinical symptomp of cough was not mentioned which has been updated and clinical code for the same has been updated in this report.